Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was 380 mg/dl and low blood glucose value was 40 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of low blood glucose value. The customer did not provide information about treatment. The auto mode was not active. Based on customer¿s report customer does not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.